Manufacturer narrative:
The tip cover accessory has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted prostatectomy surgical procedure, the customer noted arcing occurred from the monopolar curved scissors (mcs) instrument to the fenestrated bipolar forceps. The mcs had a tip cover and the arcing burnt a hole in the fenestrated bipolar forceps. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer noted arcing occurred from the monopolar curved scissors (mcs) instrument to the fenestrated bipolar forceps. The mcs had a tip cover and the arcing burnt a hole in the fenestrated bipolar forceps. The procedure was completed with no reported injury.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. (B)(4) - intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis could not confirm the customer reported failure. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tip opened and closed properly. The instrument was fully functional. Visual inspection found no obvious damage to the instrument. 4315 - the tip cover accessory has not been returned to intuitive surgical, inc. For failure analysis evaluation because it was discarded at the site. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received.

Event description:
Refer toadditional for follow-up information.